Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure to excise skin at the implant site (date not reported). The implanted device remains.